Manufacturer narrative:
Medical devices: product ID 3387s-40, lot# va1hkw3, implanted: (B)(6) 2017, product type lead. Information references the main component of the system and other applicable components are: product ID neu_stimloc_acc lot# unknown, implanted: (B)(6) 2017, product type accessory. Product ID neu_stimloc_acc, implanted: (B)(6) 2017, product type accessory .

Event description:
A healthcare provider (hcp) via a manufacturer representative (rep) reported that the burr hole cover was inherently flawed and the design did not work to keep the leads in place. The physician added a dog-bone plate and two screws to secure the leads. The lead end of the boot was cut from the lead cap kit to cushion the plate. No medical symptoms were reported. No further complications are anticipated. The patient was implanted for parkinson's dual and movement disorders. Refer to manufacturer report #2649622-2017-10140 for details pertaining to the reportable related event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient weight updated.